Manufacturer narrative:
Files have not been returned to MFR. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported a 3mm inaccuracy while verifying accuracy on a pt skull during a posterior fossa case. This inaccuracy occurred after registration and after they had gone sterile. The surgeon was 3mm inaccurate with both passive planar blunt and microscope probe. When checking accuracy on inner anatomy, they were accurate with all instruments. The surgeon completed the procedure with the use of the stealthstation ior navigation system. There was no impact to the pt..